Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The customer reported replacing the power switch overlay to resolve the failure. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports error code, alarm led failure. The device was in clinical use at the time the reported event was discovered; however, there was no harm to the patient or user.